Event description:
It was reported by the clinician that the sheath introducer was inserted peripherally in the pt. The physician then injected through the sideport while the sheath was loaded with a 6fr. Object. The high pressure of the injection caused the sideport to detach and break. Additional info received in 2008, from the sales representative stated the physician was injecting at 600 psi. They replaced the catheter three different times and it occurred each time. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.